Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height auxiliary drawer 6.2 tray e was not detected on the bus. A field service engineer confirmed all light emitting diodes on all boards and trays were still lighting up, reseated the row board cable for tray e, cleaned underneath the tray, reseated the pyxis bus cable for the half height drawer 6, powered on the device, and verified functionality through inventory testing and preventative maintenance. The system functioned as intended after the field service engineer repaired the device.